Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was most likely associated with poor light output due to deposits on the lamp and an unusual sound resulting from damage to the power supply unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited poor light output and damage to the power supply unit. There was no patient involvement.